Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown whether the reported spinal system caused or contributed to the patient death, we are filling this MDR for notification purpose. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient demographics: no. Of patients- 598, gender- female (female- 326; male- 270), age (mean age)- 55 years procedure involved: anterior cervical corpectomy and fusion (accf), anterior cervical discectomy (acdf), kyphoplasty, corpectomy, open reduction and internal fixation (orif), posterior spinal fusion (psf), anterior lumbar interbody fusion (alif), oblique lateral interbody fusion (olif), transforaminal lumbar interbody fusion (tlif), posterior lumbar interbody fusion (plif) a multi-center retrospective observational study was conducted to obtain post-market clinical data for medtronic spine implantable devices. This data was queried and grouped based on the specific medtronic system used in the surgical procedure and analyzed to establish real-world evidence (rwe) for the performance and safety of the device in question when used as part of standard clinical practice. This data collection is one part of ongoing post-market clinical surveillance activities that are intended to confirm and monitor the safety and performance of the device. This report summarizes the clinical data obtained by medtronic as part of this retrospective observational study. Data obtained as part of this study was provided to in a de-identified format and thereby provides no patient or product specific identifiers. It was reported in the clinical study titled ¿cd horizon solera spinal system¿ with 24 months follow-up that a total of 598 patients met the minimal inclusion criteria of having a clinical diagnosis and documented surgical implantation of cdh solera. Based on the charted diagnoses, patients were stratified into one of seven evidence groups for analysis: degenerative disease (n = 419), trauma (n = 67), deformity (adult) (n = 41), failed fusion (n = 44), tumor (n = 10), deformity (pediatric) (n = 3), and infection (n = 14). On an unknown date, post-op, total of 8 patient died. 5 patient from the trauma group died for the following reasons: sepsis (1), acute respiratory distress syndrome, 3 days post-operative (1), complications secondary to traumatic incident (1), cardio-respiratory failure (2). 2 patients from the deformity group expired. The cause of death for one patient is unknown and the second patient expired 7-months p ost-operative, secondary to cardio-respiratory failure. 1 patient from the infection group expired secondary to respiratory failure. Overall, the results from this retrospective observational study indicate that cdh solera is performing as intended with failure and revision rates consistent with those reported in the literature for lumbar spine procedures. No new or emerging risks were identified.